Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not reproduced and no problems were found. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the quality of the image did not meet expectations. The problem, as reported to olympus, occurred during a therapeutic laparoscopy procedure. The intended procedure was completed using another similar device. The procedure was delayed 5 minutes due to the reported problem. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the poor image quality could not be determined. Olympus will continue to monitor field performance for this device.